Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned during device changeout. The leads were producing noisy signals resulting with the leads being capped. The leads remain implanted, but are no longer in service. No additional adverse patient effects were reported.